Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. All information was investigated, and the reported migration appears to be related to patient morphology/pathology and due to enlarged atrium and restricted posterior leaflet. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report partial clip movement with intervention. It was reported that on 6/24/2022, the patient presented with grade 4 functional mitral regurgitation (mr), an enlarged atrium, and a restricted posterior leaflet. The first mitraclip was deployed without any problems. The second clip was a xtw mitraclip (20203r176). After deployment, mr was reduced to 3, but the clip arm on the anterior leaflet was slightly detached, migrated on the leaflet, and mr kept increasing after the sgc was removed. A new sgc was inserted and a third clip was successfully implanted to stabilize the partially detached clip, decreasing mr to grade 2. There was no adverse patient effect or clinically significant delay. No additional information was provided.